Manufacturer narrative:
Correction: adverse event problem.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. Hen powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained very dim despite the brightness being set to "10". An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. The simulated treatment pre- accelerated stress test (ast) 15 minute 1000 ml test passed. The cycler underwent and passed a system air leak test and valve actuation test. There were no indications of smoke or a burning smell coming from the cycler during the above testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went dim during their peritoneal dialysis (pd) treatment. The patient observed smoke and a burning smell after adjusting the screen brightness on the cycler. The cycler was unplugged from the wall. The patient was advised to adjust the brightness to 10 and the screen got brighter but went back to being dim again after a couple of seconds. The patient reported receiving an alarm during treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however, to date not provided.